Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had persistent power error alarms on the insulin pump. Customer stated the alarm has been recurring for the past three days. Customer's blood glucose was unknown at the time of the call. Troubleshooting found the insulin pump was functional at the time of the call. The customer also reported the notification light stopped flashing when they removed the battery previously. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The power management parameters graph has confirmed the unloaded voltage and loaded voltage was within the specification range. No unexpected power system error alarm noted during testing. However, a power system error alarm was noted in the download long trace history file due to intermittent non-sleep anomaly software error. No unexpected low battery alarm or power loss alarm noted on long history file download.